Event description:
The pt was implanted with a siltex contour profile tissue expander in 1999. Subsequently, the pt experienced a deflation of the device, an infection and cellulitis. The device was removed in 1999.